Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-66110.

Event description:
It was reported by the customer's mother that the customer's pump was delivering too much insulin last night and then shut off. Customer's blood glucose level was 27 mg/dl. Customer treated with juice and food. Customer has been experiencing low blood glucose levels for 24 hours. Customer was advised to disconnect from the pump. Customer's mother stated that the drive support cap appears normal. Customer was not admitted as an inpatient for medical treatment. Customer's most recent set change was on (B)(6) 2014. Customer was disconnected during the rewind/prime sequence. Customer uses rapid acting insulin. Insulin pump will need to be replaced. Customer was unable to complete troubleshooting as the pump display did not return after troubleshooting. No additional information provided.